Event description:
A new patient called v-go customer care (vcc) to inquire if tape was available to keep the v-go device from falling off prior to 24 hours. The patient reported that she was trained on v-go use at her house this morning by a nurse/certified diabetes educator (cde). Patient reports that about two hours later she felt a poking sensation and the v-go was falling off of her body. The patient's sister purchased tape to keep the v-go 30 device in place on her arm until she could get home and call for support. Patient contacted vcc and was walked through the removal process and advised that it should be replaced but patient wanted to wait for husband to get home later in the day and was advised to contact her health care professional (hcp) for further instructions. It was reported that the device was available for return to the manufacturer but to date, has not been received.